Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with an unspecified mentor saline breast prostheses and experienced deflation post-operatively, which was confirmed by physician. As a result, the patient underwent removal and replacement with saline mentor smooth round high profile 330cc, catalog number 3503330, serial number (B)(4) , lot number 7605552 on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears with no anomalies. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. According to the information received, it was reported a deflation on a saline breast implant. Upon initial inspection, the device appears with no anomalies. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).